Manufacturer narrative:
The instrument was returned for evaluation. Visually confirmed the bender tips have been plastically deformed, with a portion of the tips broken off and not returned for analysis. The location of tip plastic deformation and breakage (outside of the rod engagement portion of the instrument), suggest improper technique may have been utilized, with the rod not fully engaged into the mouth of the instrument during rod bending, resulting in overload of the tips of the instrument. Microscopic examination of the fracture surface reveals a quasi-brittle fracture with no indication of fatigue, which changes planes due to geometry of the part; also consistent with overload of the instrument.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the rod bender chipped. No patient complications were reported.